Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Pain ¿ ndr: unable to observe since it is not related to the device. Varied injuries ¿ ndr: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Rupture : observed broken device assessed as fold flaw opening. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted.

Event description:
Patient reported right side "rupture", "elevated liver enzymes", "joint pain", "brain fog", "hair loss", "fluid around implant", "silicone poisoning", and exchange from textured to smooth due to concern with the product. The events of pain, elevated liver enzymes, brain fog, and hair loss are not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, silicone migration, anxiety-product/procedure, pain-ndr, varied injuries-ndr.

Event description:
Patient reported right side "rupture", "elevated liver enzymes", "joint pain", "brain fog", "hair loss", "fluid around implant", "silicone poisoning", and exchange from textured to smooth due to concern with the product. The events of pain, elevated liver enzymes, brain fog, and hair loss are not device related. Device remains implanted.